Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensor cannula was missing after removing it from his body. The customer's blood glucose reading was 156 mg/dl. The sensors were replaced and will be returned for analysis.

Manufacturer narrative:
Evaluated one random opened/used enlite sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a pump. Connected the sensor to the transmitter and placed it in100 bts solution, confirmed the communication icon was displayed and the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found 1 of 3 sensor cannulas retracted and broken inside sensor base. Missing broken part.